Manufacturer narrative:
Results: one used sample from an unknown lot # was returned for evaluation. A visual inspection revealed that the unit consisted of the needle safety barrel assembly which was taped inside of a miscellaneous container. A microscopic inspection revealed that the needle was fully retracted into the safety barrel, the safety activation button was depressed, and the tip was not exposed. Cracks were also observed at the end of the safety barrel and stress marks were at the area of the damage. The needle was pushed and repositioned and no mechanical or physical damage was observed to the springs or needle hub. A simulated use test was performed after the needle was repositioned to the out position by pressing the safety activation button and the needle fully retracted into the safety barrel. A review of the device history record could not be performed as a lot number was not provided for this incident. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. Although damaged to the safety barrel was found on the returned sample, it could not be determined if the damage resulted from manufacturing or from the user environment.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a IV team member suffered a contaminated needle stick injury from a 20 g x 1.00 in. (1.1 mm x 25 mm) bd insyte¿ autoguard¿ bc shielded IV catheter because the needle did not retract after use. It is unknown if any medical interventions were provided.